Manufacturer narrative:
This event has been reassessed and found to be a non-MDR reportable complaint. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the case was planned for laparoscopic cholecystectomy, but it was converted to open cholecystectomy. When performing gallbladder colectomy and suturing the wall of the biliary wall, at the end of the handling of the needle, while holding the needle tip and the thread and trying to detach the needle, the needle broke. The device fell onto the patient cavity and was retrieved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.